Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of therapeutic effect and stimulation in the wrong location occurred following a fall. There also were spasms by the ribs, and across the upper back. When the stimulation was turned off the pain the spasms became worse. The patient was admitted to the hospital.